Event description:
Patient presented back to the physician with continued symptoms of pain. Physician prescribed pain medication. Physician brought the patient into the or 3 weeks later and removed the entire inspire system.

Event description:
Patient presented back to the physician with continued headaches, ear pain, and jaw pain. Physician administered steroid injections.

Event description:
Patient presented to the physician with headaches, ear pain, and jaw pain. Physician prescribed pain medication.

Event description:
Patient presented back to the physician with continued symptoms of pain. Physician prescribed pain medication.